Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the euphora, solarice, nc euphora, nc solarice and sprinter legend poba balloon catheters everest inflation device & accessories. Survey results are from an interventional cardiologist in practice 12 years. In the past two months, the physician has used nc euphora, euphora rx, sprinter legend and everest devices. The physician uses approximately 20 nc euphora, 15 euphora rx, 15 sprinter legend and 30 everest devices in an average month. During a procedure two euphora rx balloon catheters, (3.5x12mm and 3.5x15mm), were used to treat a patient with a total occlusion. Both devices were being used for angioplasty alone. It was reported that one balloon burst occurred during use of the euphora rx devices in vivo. Intervention was not required as a result of the balloon burst. No patient injury reported.